Event description:
It was reported that the patient presented to the hospital with syncope. It was found that the pacemaker wasn't pacing and had no magnet response. Premature battery depletion was expected. The product was explanted and successfully replaced. The patient was stable.